Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, resulting in blood glucose levels of 50-60 mg/dl. Customer consumed glucose tablets to address the low blood glucose levels and did not require assistance from a third party. Control-iq was confirmed to be on and functioning as intended after the caller was educated on its predictive capabilities, and the issue was resolved with the caller acknowledging satisfactory operation of the pump.